Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
An additional prostyle device was returned which found a link break. No additional information was provided.

Event description:
It was reported this was an arteriotomy closure of bilateral common femoral arteries (both the right common femoral artery (rcfa) and the left common femoral artery (lcfa)), using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of the first prostyle device were successfully pre-placed in the rcfa. Reportedly, a cuff miss [suture retrieval issue] was noticed with the next two prostyle devices that were attempted in the rcfa. The sutures of a new prostyle device were successfully pre-placed. The sutures of one prostyle device were successfully pre-placed in the lcfa. Reportedly, when the next prostyle device was attempted, the suture (including the knot) came out with the device. An attempt was made with another prostyle in the lcfa; however, the entire suture pulled out when the needle plunger was removed after deployment. The sutures of another prostyle device were successfully pre-placed in the lcfa. The evar procedure was completed. Hemostasis was achieved with the two pre-placed sutures of prostyle devices in both the rcfa and lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.